Event description:
It was reported to boston scientific corporation that two resolution 360 clips devices were used during a procedure performed on (B)(6) 2022. During the procedure, clip would not deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).